Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was found to be in back up vvi mode. The device could not be interrogated. The battery was at end of life and premature battery depletion was thought to be the cause. The device was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset (por) that occurred during hv therapy delivery. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the por could not be determined.